Event description:
It was reported to philips that the system's monitor lost the live image during an examination. The system was in clinical use at the time of the event. The diagnostic coronary procedure was completed as planned. There was no reported patient or user harm. A philips remote service engineer (rse) performed trouble shooting with the customer and it was found that the monitor's coaxial cable had become loose. The customer reconnected the coaxial cable and returned the system to use in good working order.